Manufacturer narrative:
Date of event: exact date unknown, event occurred a day prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. It was noted that the ipg was implanted too deep and migrated. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.